Manufacturer narrative:
(B)(4). Device not returned. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue/location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture. Needle pull off event? Was the needle removed from the patient during the same procedure? Device return status/follow up? Seven pull offs with 3 different lots were reported under this one complaint/procedure: 1x 8522h - lot: lkh240, 3x eh8014h - lot: qbmjss and 3x eh8036h - lot: lgh812. Please clarify are all these 7 suture pull offs occurred during use in this single vascular surgery? If no, please create additional files for each procedure. Events were submitted via 2210968-2021-01285, 2210968-2021-01286, 2210968-2021-01287, 2210968-2021-01288, 2210968-2021-01291 and 2210968-2021-01292.

Event description:
It was reported that the patient underwent a vascular surgery on (B)(6) 2020 and the suture was used. During procedure, needle separated from suture as soon as there was a slight tension. Additional information requested.